Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 8 months (calculated form the date when the system controller was issued to the patient.) The returned system controller was functionally tested using laboratory equipment and was found to function as intended. All visual and audible alarms were confirmed to be activated when they were induced. The device operated on a mock circulatory loop without any notable events captured in the history screen. Also, voltage measurements of the cell battery indicated that the cell battery would have been able to support the alarm function if external batteries were depleted. The returned system controller was also tested together with the patient¿s other returned devices: two 14v batteries and two 14v battery clips. The patient¿s two batteries were returned in sleep mode, as they were fully depleted, but were recharged prior to performing further investigation. Additional testing did not reveal any functional issues. The lvad system was intentionally operated until battery depletion and the log file retrieved after testing was similar to the log file retrieved upon receipt of the device. The log file revealed that the lvad system was reported on external batteries for approximately 17 hours until a low voltage advisory (yellow battery) alarm became active as a result of depleting the external 14v batteries. One hour and 45 minutes later, a low voltage hazard (red battery) alarm became active as a result of depleting external 14v batteries, and the system controller reverted to the power save mode. The log file analysis suggested that the system operated until the external 14v batteries were fully depleted, which caused the pump to stop. A continuous audible alarm would have been active as a result of not having any power source connected to the system controller. The events recorded within the log file are consistent with the reported incident of a continuous audible alarm prior to the system controller being disconnected, due to this battery depletion. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient expired on (B)(6) 2016 at an outside hospital. The hospital personnel requested assistance with turning off the system controller due to unspecified continuous audible alarms. Additional information was requested but was not available. Evaluation of the returned system controller log file revealed pump stoppage due to battery depletion.